Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the most distal strut row were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 250mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.